Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger (insr) was blinking on and off when plugged into the desktop charger (dtc). It was noted that the patient felt 'surging' and that the patient programmer would not communicate with the ins. A new insr was sent to the patient but the issue persisted and the insr was still not charging. The patient could see the battery icon flashing but it did not advance past the first quartile after 2 hours of charging. It was then reported that the dtc connector pin was bad and a replacement was sent but it would not charge up the insr. The patient had gone a whole week without the stimulator because of this issue. The insr would not turn on or charge during the call. The patient later called back again and stated that when they put the insr on their back is seemed to work but then the screen would freeze/would go blank. The patient noted that the insr was 3/4 charged after plugging it into the dtc. The patient then stated that the insr battery was full but when they pressed the green button the screen would go blank. It was reviewed that the patient had been using the old insr, and that they should be using the new one. The patient started an ins charging session with the new insr and stated that they usually set the antenna over their clothing because if its directly against the skin it feels like its burning/is uncomfortable. The patient was able to get 8 coupling boxes during the call. Follow-up was conducted with the patient. No further complications were reported.